Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, is currently available. This IFU lists bleeding as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This IFU also outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2023 due to major bleeding from inflamed eschars. The patient was on anticoagulation medications at the time of the event. Four to eight units of red blood cell concentrate were transfused every 24 hours. The event was not considered to be device related but thought to be caused by medical management complexities.